Manufacturer narrative:
Results: the ruby coil embolization coil was unraveled and the stretch resistant wire (sr wire) was fractured. Conclusions: evaluation of the returned devices revealed that the ruby coil embolization coil was detached from the pusher assembly, unraveled, and had a fractured stretch resistant (sr) wire. Sr wire fracture typically occurs due to forceful retraction of the ruby coil against resistance, and will allow the embolization coil to detach and unravel. Further evaluation revealed that the lantern delivery microcatheter (lantern) was ovalized near its distal end. This damage may have occurred due to forceful manipulation of the lantern within patient anatomy, or due to forceful gripping of the lantern during insertion into a parent catheter. The ovalization observed on the lantern likely contributed to the resistance experienced by the physician when advancing and retracting the ruby coil. The ruby coil pusher assembly was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00595.

Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician deployed and detached an initial ruby coil into the target vessel using the lantern without any issues. While advancing and retracting a new ruby coil through the lantern, the physician encountered resistance and subsequently, the ruby coil unintentionally detached from the pusher assembly. It was reported that the physician repositioned the lantern multiple times due to the resistance. The physician then used a snare device to remove the detached coil. After retrieving the coil, the physician noticed that the previously implanted ruby coil had shut down the vein and no additional coils were needed. Therefore, the procedure was completed at this point. There was no report of an adverse effect to the patient.